Event description:
The patient reported that she is experiencing pain to the right side--three or four episodes in the past four months. She has also noticed that the area has begun to 'pooch out" as it did before the repair-- possible recurrence.

Manufacturer narrative:
There has been on product returned for evaluation. Therefore, no conclusion can be drawn.